Manufacturer narrative:
Tablo instructions for use (IFU) warning and caution: the low venous pressure alarm may not occur with every disconnection or needle dislodgement. Check all blood lines for leaks after the treatment has started. Keep access sites uncovered and monitored. Improper blood line connections or needle dislodgements can result in excessive blood loss, serious injury, and death. System alarms may not occur in every blood loss situation. Outset medical, inc. Technical service engineer (tse) reviewed the system log for the procedure performed on (B)(6) 2026 and confirmed that the console functioned as intended. No issues or abnormalities were identified in the system performance. A review of production records for this serial number did not note any related manufacturing nonconformance's that would contribute to this event.

Event description:
An (B)(6) male patient with end-stage renal disease on palliative care underwent hemodialysis. During treatment, the venous needle became dislodged, leading to significant blood loss. The patient remained alert and oriented but developed hypotension secondary to exsanguination. Medical staff initiated saline boluses and administered blood transfusion. The patient was transferred from the medical-surgical unit to the intensive care unit for further care. No alleged malfunction of the device was reported. The patient expired the following morning.